Manufacturer narrative:
Pc (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for surgery? Na were there any difficulties with the stapler or buttressing during the initial procedure to include issues with staple formation? Yes, the pancreas was extremely thick due to chronic pancreatitis. Stapler was under duress from a thickness standpoint. Please provide the product code for the device (stapler) that was used-psee60a please provide the product code (or cartridge color) that was used-gst60b please provide the number of firings that was done on the pancreas? 2 firings on the pancreas does the surgeon believe that the stapler or buttressing caused or contributed to the post-op leak? If so, why or why not? Surgeon doesn¿t believe buttressing caused post-op leak. Patient had prior hematomas and other health issues before case started. What is the current patient status? Patient is stable/healing. Last message from surgeon said that ¿the patient is doing okay¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a distal pancreatectomy, two weeks later, doctor reports pancreatic leak where he had fired. Patient had hematoma prior to case. Tissue was highly inflamed due to pancreatitis. Doctor doesn't believe the staple line is the main cause.